Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located in maintenance at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the steer caster needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the steer caster and all four caster supports to resolve the issue. Based on this info, no further action is required.